Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus australia requested the facility three times to provide the reprocess method, however the facility did not provide it. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, from the following investigation results, it was possible that the disinfection in the channel was insufficient due to the nonconformity found for the specification test by the inspection of olympus (B)(4). The user reported the growth of microbes which were observed in multiple times after reprocesses by the user facility test. Though olympus (B)(4) had not been conducted microbiological testing, it was found following malfunctions by the inspection of olympus (B)(4); there was no air/water flow from the subject device. It could not flow water from the auxiliary water inlet. It could not suction. If additional information becomes available, this report will be supplemented. This report is for the 2nd endoscope of 2 endoscopes.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive by the user facility, following microbes were detected in the sample collected from the subject device as follows; [1st time; (B)(6) 2021] pseudomonas aeruginosa: 10-99 cfu. Escherichia coli: 10-99 cfu. Klebsiella pneumoniae complex: 1-9 cfu. [2nd time; (B)(6) 2021] enterococcus faecalis: 1-9 cfu. Escherichia coli: 1-9 cfu. [3rd time; (B)(6) 2021 (07:25)] klebsiella pneumoniae complex: 10-99 cfu. Enterobacter cloacae group: 10-99 cfu. Klebsiella (prev enterobacter) aerogenes: 10-99 cfu. [4th time; (B)(6) 2021 (07:28)] enterobacter cloacae group: 1-9 cfu. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. This report is for the 2nd endoscope of 2 endoscopes.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was found as followings; the angulation did not meet specification. The adhesive of the bending section rubber was detached chipped, cracked, or has a burr. The air supply volume was failed due to damage of the channel tube. The water supply volume was failed due to damage of the channel tube. The auxiliary water supply direction was failed due to damage of the auxiliary channel tube. The suction volume was failed due to damage of the channel tube. The endoscope connector is dirty. The control section was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the disinfection in the channel was insufficient due to the nonconformity found in the equipment during evaluation. Growth of bacteria was observed in multiple reprocesses conducted by the facility. Olympus has not conducted bacterial culture, therefore reproduction has not been confirmed, but from the inspection results of the equipment, it was confirmed that the equipment was incompatible with air supply, water supply from the secondary water supply port, and suctioning. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.